Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Subsequently, patient suffered a fall and began experiencing pain. A revision procedure was performed in 2009. Review of radiographs indicates acetabular cup was malpositioned. No further information received to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Review of radiographs taken prior to the revision indicated that the cup was too vertical. Evaluation of the returned component found no obvious wear spots on the rim of the cup which would indicate that the head/cup was dislocating, and wearing on the rim of the cup. There were scratches noted on the articulation surfaces, however, the scratches could have been introduced during the revision surgery, or during return of the parts to biomet.this report filed october 5, 2009.